Event description:
Per the clinic, the patient experienced wound dehiscence and mrsa infection at the incision site and subsequently was treated with oral and topical antibiotics for 6 weeks (specific date not reported). The device was explanted (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.